Event description:
It was reported when using the bd pyxis¿ medbank drawers 2 and 4 were offline and were showing yellow status lights. During device part analysis inspection found that the thermal damage on the components. No impact to patient care was reported.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) performed in salesforce did not locate any similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-aug-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawers offline. A customer support specialist emoted in and recommended a cable replacement to resolve the issue. The system functioned as intended after the customer support specialist assessed the device.